Event description:
Caller reported a false negative urine hcg result on sp brand hcg urine cassette rapid test. Customer reported that a patient indicating that she was 2 days late for her period generated a negative result with the (B)(4) hcg urine cassette rapid test approximately 3 weeks ago. No additional testing was performed on the patient. The patient underwent surgery and was found to be approximately one and (B)(6), according to the surgeon. Patient's last menstrual period was (B)(6) 2010. The patient was on oral birth control at the time of surgery. Customer indicated that the fetus/baby and mother are fine and the pregnancy is proceeding. False negative results could lead to missed diagnosis of pregnancy. Although no report of death or 'serious injury', a missed diagnosis could result in treatment contra-indicated in pregnancy.

Manufacturer narrative:
Control: 25miu/ml hcg urine control lot: hcg100113-01; 100miu/ml hcg urine control lot: hcg100513-01; 237.6iu/ml hcg urine control lot: hcg100420-01. Summary of results: the retention devices meet qc specification, details as below: corrective positive results were observed when tested with 25 miu/ml hcg urine control at 3 minute read time. (N=4). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=4). The 237.6 iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.